Event description:
On 05/11/1998 the account reported an erratic creatine kinase-myocardial bands result of 38.5 ng/ml which was run on the axsym analyzer. The sample was later retested and a result of 2.1 ng/ml was given. A corrected report was issued. No report of injury.